Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead noted some poor measurements. While repositioning the lead, the patient went into atrial fibrillation. As a result, it was not possible to perform threshold testing, but sensing measurements were acceptable. Following the procedure, perforation was suspected. The patient returned to the operating room and perforation was confirmed. The lead was repositioned and remains implanted. No additional adverse patient effects were reported.